Event description:
It was reported that a novum iq large volume pump alarmed downstream occlusion and failed accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device underwent flow accuracy testing at a rate of 25ml/hour with volume to be infused of 25ml and the short, simulated therapy was successfully performed. A review of event history log revealed multiple occurrences. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The upstream occlusion sensor calibration along with the downstream occlusion sensor calibration will be performed as a precautionary measure. The investigation is currently ongoing, a final report will be submitted upon completion.